Manufacturer narrative:
(B)(4). Batch # l4ew9e. Additional information received: what type of procedure was the device used in? - right hemicolectomy. What confirmation was received that the device was fully fired? -the firing trigger could not be compressed anymore. Was the staple line complete? -yes. Did the device cut? -yes. Was the cut line fully circumferential around the target tissue? -yes. If the device fully cut, were all tissue layers present in both donuts when inspected? -unk.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, after the device fired, some staples were found irregular. They used hand sewing to fix the anastomosis. One device was discarded, as the patient had (B)(6).